Event description:
Patient arrived unconscious in the ed following a near drowning. Nasal trumpet was inserted either in the ambulance or in the ed. The tube migrated up the patient's nose unnoticed by staff. The patient complained of a sore throat when consciousness was regained. Upon examination, the trumpet was visible at the back of the naso-pharynx. It was subsequently removed by an ent specialist. Flange should be sturdier to prevent migration into nose. Color of device is close to skin color. Color should be changed to make it more noticeable.